Event description:
A customer contacted beckman coulter, inc.(bci) in regards to an erroneously elevated ckmb result, above the normal reference range, generated by unicel dxi 600 access immunoassay system for one patient. The result was reported out of the laboratory and questioned because it did not match the total ck value obtained from the patient sample. Repeat testing produced results within the normal reference range. The customer bypassed the automation line to load the patient sample. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample was collected in green top plasma sample tube. Centrifugation information has not been provided. Qc was within the established ranges at the time of the event. Per the customer supplied data, system checks performed on (B)(6) 2011 passed within instrument specifications. The customer reported there was visible evidence that the automation line pipettor picked up debris from a clotted specimen. The customer observed a trail of dried blood, which was traced back to the pipettor. The customer was not certain when a clotted specimen may have been loaded onto the instrument. Service was on site (B)(4) 2011. The field service engineer (fse) performed a high sensitivity foam/ no foam run with passing results within instrument specifications. The fse verified the instrument performance per established procedures and the results passed within published performance specifications. A definitive root cause has not been identified for this event to date.